Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the pin is broken. The reported event was confirmed. The manufacturers evaluation revealed a broken contact pin at the control board and a worn bearing. Furthermore, dirt was found at the magnet. The most likely cause for the broken contact pin can be attributed to misuse/mishandling due to the damage to the device. The most likely cause for the worn bearing can be attributed to wear and tear. The most likely cause for the dirt found at the magnet can be attributed to user error of the device due to improper detergent/cleaning process used.

Event description:
It was reported that the pin is broken. There was no harm or adverse event for patient, operator or third party reported. No further information received.